Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as hives. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized and working with an allergist but there is no indication of medical intervention. Reporting out of the abundance of caution. Outcome unknown.